Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is able to rewind the insulin pump but the motor is not slowing down and the pump is alarming compromised force sensor system alarm. Customer stated that the pressure sensor is not working right. Customer has been disconnected since yesterday. Customer stated that the issue started yesterday and his blood glucose was 256 mg/dl. Customer stated that he may have gotten an alarm pause when he removed the battery from the pump. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the compromised force sensor system alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap, unable to perform self-test, off no power test, a21 error test, basic occlusion test, occlusion test, no delivery test, displacement test and verify a22 alarm due to detached end cap. Unable to perform the prime test or verify a33 alarm due to detached end cap. The insulin pump passed idle current test and run current test. No failed battery test alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.